Event description:
The pt underwent an interventional procedure in the superficial femoral artery. The physician attempted closure of the arteriotomy with the closer tsl 6fr device. No problems were encountered during insertion or foot and needle deployment. Two sutures presented, the foot was parked and the device removed without difficulty. The knot was tied, but did not go all the way through the tract to the artery. Difficulty in replacing the knot pusher into the tract was encountered, and the company rep estimates that 3 to 4 minutes passed while the physician and cath lab tech attempted to get the knot into place. It was noted that a hematoma began to form. Manual pressure was held for several minutes, then the knot pusher was used to insert the knot as far as it would go. Oozing continued at the site and the hematoma enlarged. An 8fr sheath was put into place and fluoroscopy revealed the bleeding to be proximal to the access site. A vascular surgeon was called in and the pt taken to surgery. The surgeon found that the suture had caught only one side of the arterial access site. Surgeon also noted that there was a small tear in the common femoral artery. Two stitches were used to close the superficial femoral access site. The surgeon placed one stitch in the common femoral site. The surgeon thought the common femoral artery tear had probably occurred during the manipulations with the knot pusher. The pt recovered without further incident.